Manufacturer narrative:
H6: investigation summary multiple photos were provided to our quality team for investigation. Through visual inspection, the plunger is observed to be bent, noting a crack within the plunger. A device history review was performed for lot 2104104, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures, no issues were found during these inspections. While we could not identify a direct issue, it was determined the damage was likely caused due to a jam within the manufacturing equipment, cracking the plunger which caused it to weaken and bend during use.

Event description:
It was reported while using the bd plastipak¿ syringes non-sterile the syringe breaks. The following information was provided by the initial reporter: verbatim: customer description: syringes breaks when injecting contrast liquids. Defect: breaks/tears.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using the bd plastipak¿ syringes non-sterile the syringe breaks. The following information was provided by the initial reporter: verbatim: customer description: syringes breaks when injecting contrast liquids. Please see pictures attached. Defect: breaks/tears.